Event description:
It was reported that a capture management warning was triggered due to high right atrial (ra) lead high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).